Event description:
It was reported that the customer received a cgm error 42, caller also reported no click when pushed into place. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.